Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to infection with sepsis. Reportedly, the device and lead were extracted due to non-healing left flank (sicd pg site) visible titanium prompted full system removal. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lead was explanted.